Manufacturer narrative:
H.6. Investigation: two used samples and one photo was provided to our quality engineer for investigation. Through visual inspection, the syringe is verified to contain a cloudy solution. The solution was extracted from the syringe and the product was disassembled for further evaluation. No issues were identified in any of the syringe components that could be related to the reported incident. Ten retained samples of lot 1908232 were used for additional evaluation. The product was visually inspected, no foreign matter or other issues were observed on the product. The product was them filled with sodium chloride, no reaction was observed within the syringes and the solution remained transparent. A device history review was performed for lot 1908232, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the liquid containing "antibodies and saline" became "cloudy" when poured into the bd plastipak¿ concentric luer lock syringe during use. The following information was provided by the initial reporter, translated from german to english: "the liquid becomes cloudy after contact with the syringe, like water when pouring milk. The liquid used consists of antibodies and saline."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the liquid containing "antibodies and saline" became "cloudy" when poured into the bd plastipak¿ concentric luer lock syringe during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the liquid becomes cloudy after contact with the syringe, like water when pouring milk. The liquid used consists of antibodies and saline."